Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: the package insert and/or surgical technique contains statements warning that device fractures may occur where excessive patient weight, excessive patient activity, and/or lack of proximal support are involved. No x-rays or devices have been provided for evaluation. The report indicates that the patient had previous hip implant revision surgeries, including a dislocation while the zmr hip stem was in-vivo. The report from facility, dated 2007 indicates that radiographs post-fracture show a well-fixed distal stem and signs of proximal bone loss. The combination of the patient's weight and possible lack of proximal implant support may have contributed to the zmr stem fracture. However, this cannot be confirmed at this time. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported by the patient's counsel that the device was implanted in 2004 and that the patient was revised in 2007, due to a sudden onset of pain. X-rays taken one month prior, showed a fracture at the taper junction of the modular stem. During the revision procedure, gross metallic debris was seen scattered throughout the hip and non-union of a former fracture, subtrochanteric or extended trochanteric osteotomy were noted.